Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe," posing the risk of a cut to a user or patient. No patient involvement, no medical intervention, no delay, and no adverse consequences were reported with this event.